Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent additional surgeries for repair of umbilical hernia with prosthesis, and an additional lap incisional repair, "poss mesh, poss open. The patient suffered debilitating injuries including mesh failure, mesh erosion, scarring, adhesions, hardening, inflammation and/or infection, chronic pain and urinary and bowel dysfunction. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 1999: the patient was implanted with an unspecified bard/davol bard flat mesh during surgery. The unspecified bard/davol bard flat mesh was implanted in patient during open repair of incisional hernia. Ni/ni/ni: the patient has suffered injuries and complaints including but not limited to pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage, potential for additional surgery. On (B)(6) 2001: the patient underwent repair of umbilical hernia with prosthesis. On (B)(6) 2004: the patient had an additional lap incisional repair, "poss mesh, poss open." Ni/ni/2015: the patient started to experience leakage with urge, feeling pressure in her lower vagina and seeing a "bulge." On (B)(6) 2016: during an office visit patient presented with abdominal pain and learned it was probably secondary to her incisional hernia and the doctor found scar tissue with a follow up to general surgery. The attorney alleges the patient has suffered and/or is expected to suffer debilitating injuries including mesh failure, mesh erosion, scarring, adhesions, hardening, inflammation and/or infection, chronic pain and urinary and bowel dysfunction leading to or expected to lead to the need for dangerous and serious surgery; has suffered and will continue to suffer mental anguish, chronic debilitating pain, and other such damages.